Manufacturer narrative:
Eval: our evaluation of the returned device was unable to confirm the report of basket impaction. Although the basket wires were bent and distorted, the basket wires remained intact. The bends and distortion in the basket suggest excessive pressure was applied, perhaps during mechanical lithotripsy. The basket wires had also been cut approx. 3cm from the proximal end of the basket, perhaps during surgical removal. The basket wires had also been cut at the proximal end near the handle of the basket, which is necessary for lithotripsy to be performed. The outer sheath and handle of the extraction basket were not included in the return. A discrepancy that could have contributed to basket impaction was not observed during our analysis. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: a discrepancy or anomaly that could have contributed to the reported event was not observed during our analysis. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the information provided indicated a sphincterotomy was performed prior to the extraction attempt. This is performed to widen the ampullary opening and allow passage of the stone from the bile duct. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the instructions for use as a contraindication. An attempt to manually crush the stone with the basket was attempted. The instructions for use includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithotripsy to crush the stone while inside the duct. If passage is still restricted, surgical intervention may be necessary. Additional information indicated mechanical lithotripsy was performed in an attempt to fracture and remove the stone. The instructions for use of the soehendra lithotriptor cable warn the user that, because the lithotriptor device generates mechanical pressure during use, stone impaction in the common bile duct is a possibility that may require surgical intervention. Prior to distribution, all extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because a product discrepancy that could have contributed to basket impaction was not observed during our analysis. The information provided suggests procedural factors related to patient condition may have contributed to the reported observation (i.e stone to be removed was large in size). Basket impaction is an inherent risk of this procedure. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction, the physician used a cook endoscopy web extraction basket. A stone that was described as very large in size was captured in the basket. The stone and basket could not be removed from the duct even though a sphincterotomy had been performed prior to the extraction attempt. An attempt to manually crush the stone with the basket was attempted, but was unsuccessful. At this time, mechanical lithotripsy was performed in an attempt to fracture the stone while inside the duct. The basket became impacted with the stone and would not release it from the basket. The patient went to surgery for removal of the basket and the stone. The patient did not experience any adverse effects due to this event.